Event description:
It was reported that the suture appeared not to dissolve and subsequently formed a soft tissue mass following removal of k-wire. This occurred approx 22 days following the procedure. The procedure was a bunionectomy. Surgeon excised the soft tissue mass and replaced with additional suture.